Event description:
It was reported that the device could not be programmed vvi to ddd mode while it was still in the box. The device was not used.

Manufacturer narrative:
The reported field event of the inability to program the device was confirmed in the laboratory. The device parameters were modified in the field and the parameter change disabled some of the device settings. The device parameters were reset to shipped settings in the laboratory and the device functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to program the device was confirmed in the laboratory. The device parameters were modified...